Event description:
It was reported that the asymptomatic patient presented in clinic with low impedance and noise on the right ventricular lead. On (B)(6) 2018 the lead was explanted, and it was noted that there was an insulation breech at the suture sleeve. The patient was stable after the procedure.

Manufacturer narrative:
A full lead was returned in two segments. Insulation damage was noted at 26.4 cm to 27.8 cm from the connector pin consistent with clavicle crush damage. The cause of the reported event was isolated to exposure of the cable conductors and inner coil due to clavicle crush damages.